Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 350 mg/dl, 486 mg/dl and 156 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.